Manufacturer narrative:
This report is linked to the following patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure, while using the broncho videoscope along with a single-use biopsy valve, a piece of the biopsy valve fell off into the patient¿s body when the biopsy forceps were inserted into the scope and reached the distal end of the scope. After the procedure, inspection of the biopsy valve revealed that the seal ring inside the biopsy valve was chipped. It is suspected that the seal ring may have fallen into the patient¿s body. While attempting to retrieve the fallen object, the patient began coughing, and the object was lost from view. The fallen object was not retrieved. It was unclear whether the object remained in the lung or the stomach. According to the physician, it is likely that the object was expelled toward the stomach as a result of the coughing. A lung examination was performed, but the fallen object could not be found. Additional information was received confirming that diagnostic imaging was used and the patient was under sedation during the procedure. The procedure was completed using the same device with a delay of more than 30 minutes. There were no further reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Update to d9. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. Functional testing was performed and the damaged device did not meet specifications. The customer reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rubber part of the device fell off inside the body due to component failure of the biopsy valve from insertion and removal of the biopsy forceps at an angle making it heavier and causing damage to the valve. Olympus will continue to monitor field performance for this device.